Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A customer, who is pregnant, reported receiving a sensor scan result of 2.7 mmol/l (49 mg/dl) compared to a reading of 12 mmol/l (216 mg/dl) obtained on an hcp meter. No symptoms were reported and customer self-treated with novorapid insulin (dose unknown) and also received insulin via injection by hcp. There was no report of death or permanent impairment associated with this event.